Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins came to the surface and that the corner of it was almost poking through her skin after losing a lot of weight. The patient had to get the ins pocket revised in (B)(6) 2016 to resolve this issue. It was noted that the same ins was used following the revision of the pocket. No further complications were reported. Additional information received from the manufacturer representative reported that the patient had never reported that the stimulator was poking through their skin. The representative had seen the patient in (B)(6) 2017 and did not mention the issue at that time nor did the representative observe the ins poking through the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.